Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing. For the root cause, it is very likely that the event occurred because of user handling, such that a strong impact was applied to the area in question, maybe on repeated occasions. This failure is not one in which damage is accumulated by continuous application of force to the part by normal use or reprocessing, but a case in which damage is caused by a strong impact, either once or repeated, which can result in damage. The instruction for use caution against this: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. The device should be inspected for the presence or absence of any abnormalities prior to use.

Manufacturer narrative:
No details of the event are available as yet. The event date is not known. Device was returned and evaluated. User complaint was confirmed. The distal end of the device was broken and had a missing part. A-rubber glue had a crack and was leaking. The rubber sheath was non-olympus and had a hole. Conclusion based on device evaluation is that there is damage to the device from causes not known.

Event description:
As reported for this event, during preparation for use for a diagnostic procedure, at the time of attaching the balloon, it was noted that the distal end of the device was broken.